Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the implantable neurostimulator (ins) was at end of life (eos). The clinical diagnosis was loss of adequate pain coverage. Interventions included explanting and not replacing the device.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the outcome was resolved without sequelae. The patient felt that she was getting good coverage with the spinal cord stimulator.

Event description:
The healthcare professional (hcp) of a clinical study reported that the clinical diagnosis was loss of adequate pain coverage. The outcome was ongoing. No actions were taken as interventions. The patient reported a loss of adequate pain coverage, increased charging intervals, and at the time of report the device was not working. The device was noted to be at end of service. The etiology was noted as related to the device or therapy and not related to the implant procedure. Relevant medical history included: chronic low back pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.